Event description:
It was reported that pump experienced malfunction with code 16 and no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if issue returned, which caller acknowledged and understood.